Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was < 4 miu/ml. The repeat result was > 17 miu/ml. The specific results could not be provided. No erroneous results were reported outside of the laboratory. The customer thought the initial result was incorrect. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 308599 with an expiration date of 31-may-2019. The customer stated qc results were acceptable. The customer's calibration signals were slightly lower than expected. Product labeling states that calibration should be completed after 28 days when using the same reagent lot and after 7 days when using the same reagent kit on the analyzer. The calibration data provided is outside of these time frames. The field service engineer (fse) found an issue with centrifugation at the customer site. The affected sample had a clot resulting in small sample volume. The issue has been resolved at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.